Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A "try it" vibration test was performed and passed. A vibration test using the global receiver communication tool was performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The vibrator motor resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be defective vibrator motor. No injury or medical intervention was reported.